Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with diaphragm stimulation and backup vvi. Possible cause of backup vvi is a shock delivered by competitor's ICD. The device was reset. The patient was discharged from the hospital.